Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: an 8.5 fr cordis introducer sheath was returned with the stent deployed inside it. The delivery catheter was not returned. During analysis the stent was pushed out of the sheath and no issues were noted with the profile of the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent came back with the delivery system. The wallflex stent was deployed via the biliary duct in a previous tract from a drain. There were no problems deploying the stent; however, when the delivery catheter was removed the stent came back with it into the sheath. The entire device was successfully removed from the patient and another stent was used to complete the procedure. The patient status was fine post procedure.

Event description:
It was reported that the stent came back with the delivery system. The wallflex stent was deployed via the biliary duct in a previous tract from a drain. There were no problems deploying the stent; however, when the delivery catheter was removed the stent came back with it into the sheath. The entire device was successfully removed from the patient and another stent was used to complete the procedure. The patient status was fine post procedure.